Event description:
It was reported that cardiac tamponade occurred during a mapping procedure. After cardiac tamponade was confirmed by echocardiography, the doctor stopped the procedure and performed drainage. The pt was then transferred to ICU. The condition of the pt immediately after the procedure was described as stable.

Manufacturer narrative:
The complaint sample has not yet been returned for evaluation.